Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced, no part was returned for investigation, despite of several reminders. The received device logs confirm the reported event and the fault could be traced back to april 27. Therefore the ¿date of event¿ will be adjusted to 04/27/2018. No good has been received, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 (B)(4). Contact person: (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).